Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the storage space doors have failed and require maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device doors failed and required maintenance. The field service engineer (fse) replaced the damaged door to resolve the issue. The system functioned as intended after the field service engineer repaired the device.